Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they were having some issues with their device. The implantable pulse generator (ipg)remains in use. No patient complications have been reported as a result of this event.